Event description:
It was reported that after performing an atherectomy in the target lesion, a 2.5x12 xience v rx drug-eluting stent delivery system was advanced toward the target lesion in the non-tortuous proximal left anterior descending coronary artery, but was unable to cross the lesion. The xience was withdrawn from the anatomy without resistance felt, however, it was noted that the stent had dislodged outside of the target lesion, between the left anterior descending and diagonal vessel area. A 3.5x15 xience v was advanced and deployed, crushing the 2.5x12 xience against the vessel wall, which also treated the target lesion. There were no adverse patient sequelae and no clinically significant delay occurred. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.